Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2022, it was reported that the patient's infusion set tubing came apart from quick release connector while watching television. At the time of incident, the patient blood glucose level was 30 mmol/l. The site location was patient's abdomen, and the pump was on the same side in relation to the site. Moreover, the infusion had been used for two days and the expiration date of the infusion set is 01-dec-2024. Reportedly, the infusion sets were stored on the shelf. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. At the time of this report, the patient's blood glucose level was 6.2 mmol/l. No further information was available.